Event description:
It was reported that on the third attempt to cross the lesion, the distal tip of the recanalization catheter detached and remains embedded in the pt's sfa. There were no attempts to retrieve the detached tip. The procedure was completed with a guide wire and a quick cross support catheter. There was no pt injury reported.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for eval. The investigation is currently underway.